Event description:
Speech language pathologist was performing dpns (deep pharyngeal neuromuscular stimulation) with lemon glycerine swabs, when the plastic applicator broke off at the tip that contains the lemon glycerine swab, in the back of the pt's throat. Pathologist was able to retrieve the tip with swab from pt's throat without complications. This was the pt's 12th session and she was on the 23rd probe at the time of the incident.